Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/st retching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the lead was "acting funny" and appeared to be sticking in random part of the atrium when trying to cross the tricuspid valve. The lead was removed from the body and it was noted that the helix had caught on something, and when then lead was pulled on during the attempt/removal, the entire helix had pulled out of the lead and become straightened. The lead was not used and another lead was implanted. As of one day post-attempt, there was no known perforation. No patient complications have been reported as a result of this event.